Manufacturer narrative:
Following its return to boston scientific, detailed mechanical and electrical testing of the device was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device

Event description:
Boston scientific received information that this pulse generator had reached end of life (eol) without allegation of lack of critical therapy or inappropriate therapy. There was no adverse patient symptom associated with this clinical observation.